Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach. During procedure, the commander delivery system balloon burst during the procedure due to a calcium spore. The valve was not fully deployed and post-dilatation was performed using a new commander delivery system. However, this balloon also burst and at the end a third non-edwards balloon was used for post-dilatation with which full expansion was achieved. There were no withdrawal difficulties of the balloon and no patient injury occurred. Patient was stable post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, balloon burst was confirmed based on provided information. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated that ''the cause was the heavy calcification in the root of aorta''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.